Manufacturer narrative:
Date of event is estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer number: 1627487-2022-02830, 1627487-2022-02831. It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. In addition, it was reported the leads were confirmed with high impedance issues. As a result, surgical intervention occurred wherein the entire system was explanted and replaced to address the issue.